Manufacturer narrative:
S/w ver. 4.11d. Retainer ring = black. On (B)(6) 2021 the customer reported the following: calibration not accepted, sensor always updating, lost sensor alerts, failed battery test alerts, pump error 43, and corroded battery cap contacts. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: scratched case. The unit was received without a battery cap. Unable to make an assessment as to whether the battery cap contacts are corroded or not. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 2 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The unit was then calibrated, and afterwards displayed the sensor values in a graph. No unexpected "sensor updating", "lost sensor", or other sensor/connection anomalies were noted. No "failed battery test" or pump error 43 error messages were noted during testing either. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any unusual communication alarms, battery alarms, or pump errors that may have occurred around the event date. The adapt tool confirm that several 780 = "lost sensor 1" alerts occurred from (B)(6) 2021 at 00:20:00, (B)(6) 2021 at 00:51:00, (B)(6) 2021 at 00:50:00 to name a few. The adapt tool also confirms that over ten 58 = failed battery alerts occurred on (B)(6) 2021 at 04:53:53, 04:54:09, and 04:54:23 to name the first three and that three 104 = low battery alerts occurred on (B)(6) 2021 at 05:19:00, 15:34:00, 15:49:00. All of these alerts occurred less than the expected interval of 2 weeks of each other. Finally the adapt tool confirms that ten pump error 43 occurred on (B)(6) 2021 with the first three happening at 10:44:32, 12:09:48, and 12:10:25. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j4; lcd flex cable. The motor was tested outside the unit, and it passed. In summary, the customer¿s report of corroded battery cap contacts was unable to be confirmed during visual inspection. The failed battery alerts and the other alerts are due to the effects of moisture on the power circuitry at the time of occurrence. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump showed calibrated not accepted alert, sensor updating and lost sensor alert. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.